Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 correction: the reporter's information was updated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the ipg was unable to communicate with external devices. In turn, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.